Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient underwent uneventful ilasik in both eyes (B)(6) 2014. Referred back to facility for removal of epithelial ingrowth in right eye on (B)(6) 2014. Visual acuity sans corrected (vasc) in right eye 20/50. Ingrowth in right eye removed without incident. Patient seen (B)(6) 2014, vasc 20/20 right eye and 20/20 left eye.